Manufacturer narrative:
Investigation is not complete. (B)(4). Trends will be evaluated. This report will be updated when investigation is completed.

Event description:
Allegedly the patient was revised due to mom complications (right).